Manufacturer narrative:
Unit received with currents in spec. No unexpected failed battery test. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test. The customer's blood glucose level was unknown at the time of incident. The customer reported during catheter replacement the low battery alarm was triggered. The customer states difficulty restarting with 5 fresh battery installations the customer did troubleshoot the issue. The insulin pump will be returned for analysis.